Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps (mbf) sparked, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the maryland bipolar forceps (mbf) sparked multiple times. The customer used a backup mbf instrument to continue the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no instrument damage after the arcing event. The arcing appeared to be originated from the instrument jaws base. The surgeon was performing a resection of hepatic parenchyma when the issue occurred. Bipolar energy was activated when the arcing event occurred. The instrument was connected properly. The generator settings were bipolar macro mode 60w. The suction irrigator and cadiere forceps instruments were in use when the arcing event occurred. There was no instrument collision, but it was possible that the instrument tips touched the metallic clip. The instrument tips were in contact with the tissue when the arcing event occurred. The jaws were immersed in water-conveyance liquid prior to activating the instrument. There was no patient¿s injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but not replicated the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.